Manufacturer narrative:
(B)(4). How was the procedure finished? With a laparoscopic cholecystectomy. Was any further intervention required to repair the leak? No. Since there was bleeding, is it possible that the patient's health history or anatomy contributed to the difficulties that were encountered? No. How much blood did the patient lost? Was a transfusion required? Patient lost little blood. No transfusion was required. Was the patient taking any anticoagulants? No. Does patient have a known coagulation disorder? No. Has the patient taken any steroids? No. What was the patient's pre-op hemoglobin and hematocrit? Normal values. What was the patient's post operative hemoglobin and hematocrit? Ten. Normal values. What was the quality of tissue in the area where the device was fired? Normal. What were the patient's pre-op diagnosis, did he/she suffers from cancer, morbus crohn or colitis ulcerosa? Symptomatic cholelithiasis. No cancer, crohn morbus or colitis ulcerosa. If applicable, does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? If so, what? No. What is the age and sex of the patient? (B)(4). What is the current status of the patient? Very good. Did anything unexpected happen prior to this incident? No. Was the clip fully advanced into the jaws? Yes. Did the procedure drive the need to apply torque or twisting of the device? No. What vessel was the device fired on? Please specify the size of the vessel? Cystic artery 3-4mm. Were any unexpected noises heard? No. Was the device fired after this incident in or out of the patient? No. Is the patient expected to have a full recovery? Yes. Is the surgeon an experienced user of this product? Yes.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, this clip applier was used to close the cystic duct. The titanium clip applied failed to close properly, and fell off, thus causing an arterial bleeding from the cystic artery. Required intervention to control cystic artery bleeding. Actual intervention was unfortunately not reported by customer. It is unknown how the bleeding was controlled. The device was discarded and will not be sent for analysis. Unknown how case was completed.